Event description:
The customer stated that while mixing the high control for use on the coulter act diff 2 analyzer, the top of the tube where the cap screws on had broken off and leaked few cubic centimeter (cc) of the control material onto the operator's gloved hands and the floor. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and did not have direct exposure to the control fluid. No erroneous results were generated as there was no impact to patient samples. There was no injury or change to patient treatment associated with the event. The cause of the leak was due to a broken high control vial but it is unknown of what caused the vial to break.

Manufacturer narrative:
(B)(4). Cause of the leak is known.